Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the right side back cane has snapped about 1/2 inch above the frame.